Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that prior to implantation of the certas plus. The valve setting remained blocked at a setting of 4 and could not be changed. The valve pressure setting was done while still in the package prior to implantation. The physician who did the case could not set the pressure setting above 5, so they implanted another certas plus with siphonguard as there was not another certas available. A surgical delay of 20-30 minutes was reported.